Event description:
It was reported that, after inserting batteries, a pico 14 15 x 30cm ctn1 lights up, but did not start. Negative pressure wound treatment was performed with a smith & nephew back-up device instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device failure to power up will not directly cause or contribute to serious injury or death, even in a clinical setting as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.